Event description:
The customer reported that he was hospitalized after being in an automobile accident due to low blood glucose levels of 12 mg/dl. The customer stated that he had a doctor appointment that day and only ate an apple all day. The customer was unconscious at the time of the accident. The customer felt that his blood glucose levels went low due to not eating enough that day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.